Event description:
Procedure type: lap hernia repair. According to the reporter: balloons were in place, procedure had begun, it was noticed that balloon had broke. Not sure what part of balloon broke. A second balloon was opened and it broke during inflation. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by 10-15 minutes. Nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4).